Manufacturer narrative:
An intuitive surgical, inc. (Isi) product will not be returned for failure analysis evaluation.

Event description:
A general report was received that during an unspecified number of da vinci-assisted thoracic surgical procedures; the tips of the sp monopolar curved scissors (mcs) instruments had fallen off while the surgeon was operating close to the heart. No information was provided regarding any specific procedures or any thoughts on the number of events that may have occurred. The thoracic surgeon expressed concerns about the mcs instrument, specifically the potential for the tip detaching when operating close to the heart. The surgeon has therefore switched to only using the monopolar spatula tip on the monopolar cautery instrument.